Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligner chipped their front tooth. They have an appointment to have the tooth repaired. Advised patient to hold in current aligner until they are seen.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.